Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data which indicated the reaction curves on the discordant results were abnormal. The customer replaced all reagents and decontaminated all probes. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on two patient samples on an advia 1800 instrument. The samples resulted initially as expected. When the samples were repeated on the same instrument, falsely low results were obtained. The discordant results were not reported to the physician(s). The samples were repeated again on the same instrument, and the results matched with the initial results obtained. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.